Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. A product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the picture provided. In the attached article, figure 3 shows a CT scan of the patient, showing the scope stuck in the patient at the gastroesophageal junction. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo provided and statements describing the event. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Retained endoscope: an unexpected but serious complication of hemospray. Https://doi.org/10.1007/s10620-021-06835-4.

Event description:
The following was published in a clinical literature article involving cook hemospray endoscopic hemostat. Retained endoscope: an unexpected but serious complication of hemospray. Https://doi.org/10.1007/s10620-021-06835-4. At the completion of the second procedure, the endoscope could not be withdrawn [powder adheres to endoscope locking it in place - subject of report]. They were retroflexed. Intubated and observed in ICU for 48 hours. CT scan showed no injury from removal attempt. It was published that the device remained in the patient for 48hrs. It was published that additional procedures were required due to this occurrence. It was published that there were no further adverse effects due to this occurrence.

Event description:
This MDR is being sent to cancel the initial emdr. See h10 for more information.

Manufacturer narrative:
This MDR follow up report is being submitted to cancel the initial report submitted relating to this event. The event was previously captured under report reference number 1037905-2021-00076.